Event description:
It was reported prior to starting a da vinci s surgical procedure, the system was not recognizing the maryland bipolar forceps instrument, and nothing fell into patient. The planned surgical procedure was completed with a replacement instrument of the same type. No additional information provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering conducted performance tests and found that they could not replicate the customer reported recognition issue. Engineering also observed that the distal end of the main tube has a 1.5" long section with light material removal on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.